Event description:
Reporter tested back-to-back for comparison and rec'd a blood glucose result of 142 and 281 mg/dl. Reporter stated she may have had too much blood on the teststrip. Other readings were 122 mg/dl in the morning and 178 mg/dl in the evening. Reporter was not feeling well, stating she was very tired. Control solution reading was 128 (102-154) mg/dl.